Event description:
Additional information was received from the patient. They reported that the lead was fractured and retainedx2 in pelvis from previously removed s3 leads. The unit has not worked since 2012. They had device explanted in 2020 and both retained fragments in 2005 and 2006.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# v009994, implanted: (B)(6) 2006, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# v009994 implanted: (B)(6) 2006 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the lead was fractured and retainedx2 in pelvis from previously removed s3 leads. The unit has not working since 2012. They had device explanted in 2020 and both retained fragments in 2005 and 2006.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v009994, implanted: (B)(6) 2006, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 17-jul-2010, UDI#: (B)(4). Date is approximate if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Caller stated that as of 2013 the patient reported that she has a retained lead fragment and a non-working unit. Caller was unable to provide any further detail or clarify non-working unit. There were no further complications reported.